Manufacturer narrative:
The customer's device was not returned for investigation. A review of the device's data log confirms the allegation and the observed motor current spike suggests biomaterial ingestion during the case run. The cause of the hemolysis was most likely biomaterial ingestion based on data log review. The root cause of the positioning issue could not be determined as an evaluation of the returned product was not performed and sufficient clinical information was not provided.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the patient experienced hemolysis. The pump was repositioned twice to resolve the issue. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.